Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. The surgeon reported irido-corneal angle measurements and requested a consultation to continue to monitor the patient. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).